Manufacturer narrative:
Results: a visual inspection of the ipg's header assembly as received prior to decontamination confirmed one setscrew was inverted with the setscrew hex slot facing down. The inverted setscrew had fully threaded and was in the fully tightened down position. Mechanical analysis of the ipg setscrews found through vibration testing, the setscrews could exit the terminal block and invert. Further vibration testing found once the setscrew inverted, it was possible to rethread and tighten in an upside down or inverted orientation. If this occurred, it would inhibit the hex wrench to properly engage the setscrew slot and make tightening the setscrew difficult, which would result in the inability to secure the lead in the header assembly. Further investigation of the setscrew found the cavity formed from the septum interface with the connector block is large enough to allow the set screw to fully invert and reset itself into the connector block upside down. It was observed that all subsequent vibrations also can potentially cause the set screw to move up and/or down within the connector block. The pfmeca recognizes the detection level is 4 and yet the occurrence rate is 1 thus the resultant alarp risk level is acceptable and thus no further action is required. The newly validated and released header and round septum design 45-0250-xx and 65-6788-xx will replace this septum and thus eliminates the opportunity for the set screw to invert. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was undergoing a procedure to replace the ipg (reference MFR report: 1627487-2013-02256). During the procedure the physician was unable to insert the torque wrench into the lower set screw of the new/replacement ipg. The physician noted a funnel-shaped indentation in the header of new ipg after the procedure. A different ipg was used to complete the procedure. It was reported the procedure was extended 20 minutes due to the set screw issue. The ipg was returned and tested.